Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred after perform a cartridge change. Customer's blood glucose level was 140 mg/dl. Reportedly, the customer was able to resume insulin therapy.